Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.4-14.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. (B)(4).